Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the doctor informed the rep on (B)(6) 2011 that the neck of the stem broke inside the pt. The stem snapped where the skirt of the head and the neck of the stem meet."